Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected lead failure on the pacing lead. High thresholds and noise were noted, which were attributed to degradation of the aging pacing lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.